Manufacturer narrative:
The hospital restarted the system and the issue was resolved. No repair occurred. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). The hospital restarted the system and the issue was resolved. No repair occurred. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported the system required restart resulting in a loss of mechanical ventilation. There was no patient involvement.